Manufacturer narrative:
The subject product contains 35% phosphoric acid to etch the tooth surfaces during use. Inadvertent contact with skin may cause a chemical skin burn and depending on the nature of the contact (area of skin and length of contact time), a serious burn can occur. In this case, it is not known to 3m espe whether or not such a burn occurred. The IFU and (B)(6) provide cautionary info on the use of the product and first aid in case of inadvertent contact. The product does have a favorable clinical use history with only one other report of a skin burn made to 3m espe between 2008 and 2012.

Event description:
Two female pts ((B)(6)) in (B)(6) were reported to have experienced redness at the corner of the mouth following a dental procedure in which 3m espe scotchbond etchant on a cotton roll came into contact with the area. Both pts were seen by a dermatologist, but add'l info was not made available to the treating dentist or 3m espe regarding their status.

Event description:
Two female pts ((B)(6)) in (B)(6) were reported to have experienced redness at the corner of the mouth following a dental procedure in which 3m espe scotchbond etchant on a cotton roll came into contact with the area. Both pts were seen by a dermatologist, but add'l info was not made available to the treating dentist or 3m espe regarding their status.

Manufacturer narrative:
The subject product contains 35% phosphoric acid to etch the tooth surfaces during use. Inadvertent contact with skin may cause a chemical skin burn and depending on the nature of the contact (area of skin and length of contact time), a serious burn can occur. In this case, it is not known to 3m espe whether or not such a burn occurred. The IFU and (B)(6) provide cautionary info on the use of the product and first aid in case of inadvertent contact. The product does have a favorable clinical use history with only one other report of a skin burn made to 3m espe between 2008 and 2012.